Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the defibrillator will not power on. The event occurred during clinical use, but there was reportedly no adverse patient impact.